Manufacturer narrative:
The reported event of failure to capture was not confirmed and the event of helix mechanism was confirmed. A complete lead was returned in one piece with the helix noted partially extended and clogged with blood and tissue. X-ray examination and electrical testing found no anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited increased capture threshold and loss of capture. During the re-positioning procedure it was noted that the rv lead helix failed to extend and retract. As a resolution the rv lead was explanted and replaced. The patient condition was stable.